Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "high pressure" alarm messages after the pump started. A pump pressure switch test was performed and the reported issue was able to be confirmed. The pressure switch test results were found to be activated high out of the pump's manufacturing specifications. The pump was previously returned for error code 1310 and very high pressure @ 49.51. Tolerance 12.41 psi issue. The worn downstream occlusion sensor was replaced and the code was cleared. A defective downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump continued reading high pressure at 54.5psi (tolerance 12/41 psi). No adverse effects were reported.